Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device interrogated slowly and displayed a "data not read" message. Telemetry was intermittent and magnet response was around 89 pulses per minute (ppm). The device was nearing elective replacement indicator (eri), and would be scheduled for replacement.